Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the equipment and confirmed the issue. The sensor interface board was replaced which resolved the reported complaint. No further action is required.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There is no report of patient involvement.